Manufacturer narrative:
On (B)(6) 2021, mentor became aware as per clarification received that the deflation side was left since device received on (B)(6) 2021 was the left side device. Hence, serial number has been updated to "(B)(6) " under field d4 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 17, 2020, replacement order for catalog number 3508004bc was placed for the surgery on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 650cc breast implant had an area of shell abrasion on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the shell abrasion measuring less than 0.1 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 21, 2021, mentor received confirmation that the patient underwent bilateral explantation and replacement with catalog number 3508004bc; lot number 9509416 on the left side, and catalog number 3508004bc; lot number 7666805 on the right side on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 650cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively. As a result, the device will be explanted on (B)(6) 2020.